Event description:
Technician alleged that the left side rail would not latch in the up position. No patient impact.

Manufacturer narrative:
The technician replaced the missing bolt and spacer on the left side rail latch to resolve the issue.